Manufacturer narrative:
Incident summary: the customer reported a spontaneous reboot regarding a cns (central nursing station) model pu-621ra, serial number (B)(6), software version 02-40. When the unit restarted, an error appeared stating that the cns was looking for an update, and the cns software did not start. The onsite biomed, george dowse, restarted the device to resolve the issue, but it did not help. He pulled out the hard drive from the primary slot, and the issue resolved. The cns was monitoring multiple patients who were on bedside monitors at the time of the reported event. The patient monitoring on the cns was interrupted for less than an hour. There was no interrupt on monitoring patients on the bedside monitors. No patient harm or injury happened due to this incident. Investigation summary: based on the provided information, the issue was resolved, and the cns started operating per specifications. The nature of the complaint is use error, and the root cause of this issue is determined to be a degraded hard drive and extended power outage due to the hospital generator testing.

Event description:
The customer reported that their central nurse's station (cns) experienced spontaneous reboot during normal operations.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced spontaneous reboot during normal operations. The customer also reported that when cns came back up, there was an error stating that the device was looking for an update. The customer will be receiving replacement hard drives in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) experienced spontaneous reboot during normal operations.